Event description:
Received a copy of the customer's medwatch report. Per the report "puddle of lipids was noted on the floor underneath the IV pump. Upon inspection a leak was noted in the tubing just below the blue adapter where the tubing enter the pump. The infusion was stopped and discontinued and new bag of lipids was ordered from the pharmacy." There was no report of pt harm or medical intervention. The customer did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). Although requested the device has not been received for investigation. A f/u report with eval results will be submitted should the device be received for investigation.